Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is adhesive peeling on the coupler joining, leading to its misalignment; also, the occurrence of image failure due to communication problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited the adhesive peeling on the coupler joining and an image failure occurred. There was no patient involvement.